Manufacturer narrative:
The reagent lot number is 74416901 and the expiration date is 30-nov-2024. Calibration was last performed on 11-dec-2023. The qc recovery data provided was acceptable. It was found that the customer centrifuges patient samples for 3 minutes at 5100 rpm, which may be too short and too fast. The alarm trace showed an abnormal aspiration alarm. The field service egnineer (fse) found that the cell rinse was overfilling. The fse adjusted the cell rinse volume, checked the rinse tubing, and performed a hardware and precision check. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial ca2 result was 5.1 mg/dl. The customer questioned the low result as it did not match the patient's previous result and repeated the sample. The sample was repeated on another cobas pro analyzer and the result was 8.6 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of he laboratory.